Manufacturer narrative:
(B)(4). The reamer was returned for evaluation and was confirmed to be fractured. Dimensions taken are within specification. Design history records review indicates that all devices from the lot were manufactured to specifications. This instrument is manufactured on june 29th 2011 and had a potential field age of approximately five years. This device is used for treatment. It is stated in packaging insert for the device states, "do not subject instruments to high loads and/or impact as breakage can occur." The root cause for the malfunction of the device is determined to be natural wear.

Event description:
It is reported that the reamer fractured during use. No delay or patient injury was reported.